Event description:
It was reported by the patient that vns was affecting her hearing. No additional relevant information has been received to date.

Event description:
It was reported by the patient that her heart rate increases with each stimulation. Patient reported speaking with her treating physician. The patient's generator was checked and no issues were observed. No additional relevant information has been received to date.